Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although no product was returned, no malfunction of the device is believed to have occurred; the device is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Event description:
The customer reported that a patient in the nicu had an infiltration that required unspecified medical treatment for the resultant "burn". The clinical staff are concerned that the device did not alarm for occlusion as they expected it to when an infiltration occurred.